Event description:
It was reported via clinic notes received that the vns patient was experiencing recurrent seizures however the cause of these seizures was unknown. The relation of these increased seizures to pre-vns frequencies is unknown. Although the patient's dilantin was noted to be subtherapeutic, this is not believed to be a factor as per the site. No trauma or manipulation is believed to have occurred and no other external contributing factors have been reported. Surgery to replace the patient's generator is likely.